Manufacturer narrative:
Zimvie complaint number (B)(4). E1: last name unknown / not provided. G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth #18 lost integration due to periimplantitis.